Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was not powering on when she was trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on thursday 04/25/2013 at an unknown time the patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue including glucophage 10 mg per day every day at 2pm. The patient reported at an unknown time after the alleged issue occurred, she developed symptoms of feeling "shaky." The patient denied receiving any treatment in response to her alleged symptoms. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first use of the meter. The patient was found to be using the correct test strips. When a new test strip was inserted into the meter, the meter turned on. When the power button was pressed, the meter turned on. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she was unable to test, delaying treatment and therefore developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The subject meter, test strips and control solution have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow up #1 (06/10/2013)-device evaluation: the meter and test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 and (B)(4) 2013 with the following findings: the test strips and meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.